Event description:
It was reported that during a chronic catheter placement procedure, the interface of the device allegedly broke when disinfected with anhydrous alcohol. It was further reported that the patient did not withdraw the device and continued staying on the same device after an emergency treatment procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2023).